Event description:
The er320 was used during a laparoscopic cholecystectomy. The clips from the er320 overlapped. There is no other info available. Another opened and the same thing happened. A third device was used to complete the case.